Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility biomed that since they are not factory trained on the device it would be advisable to have a carefusion field service representative come out and evaluate the device. The user facility biomed informed the technical support representative that since the field service visit would not be covered under warranty that they will have a third party service company come out and evaluate the device.

Event description:
The user facility biomed reported that the device is having low volume issues. When set to 500ml the vte reading is 360ml. It was also reported that they have replaced the o-rings in the flow sensor receptacle and the flow sensor without resolving the issue. There was no report of patient involvement.